Manufacturer narrative:
(B)(4).

Event description:
It was reported that an unspecified malfunction of the pulse generator had occurred. No patient symptoms were reported. The device was explanted and replaced. No additional information was available.